Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male patient in in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that on day 17 of support the automated impella controller (aic) failed and was replaced. The replacement of the aic was done without harm or injury and the 5.5 pump remains on for support.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 return date has been added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.